Event description:
Additional information was received and it was reported that they were planning to remove the pump soon. The patient was electing not to replace the pump and was taking oral medication to manage his pain; the pump was not being used.

Manufacturer narrative:
Concomitant medical products: product ID 8731, lot# b002150n07, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that a motor stall was confirmed in log, no motor stall recovery recorded. The stall occurred on (B)(6) 2013. The reporter denied emi (electromagnetic interference) or magnetic interaction. The patient experienced pain and nausea over the 5 previous day before initial report. The device system was used to infuse bupivacaine, baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
Conclusion code is no longer applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The device quit working and was removed. The pump was delivering bupivacaine 13.3 mg/ml, baclofen 1290 mcg/ml and dilaudid 30 mg/ml; 9 mg/day.